Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was stopper creep out or loose closure. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the "cap loosened when detaching the tube from the holder. There is leakage when the tube is placed horizontally on the table."

Manufacturer narrative:
H6: investigation summary: bd received 100 samples and one photo for investigation. The photo was reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed as no blood is present in the tube. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and functional testing by draw water test and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was stopper creep out or loose closure. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the "cap loosened when detaching the tube from the holder. There is leakage when the tube is placed horizontally on the table."